Event description:
The event is reported as: the device is causing asystole on the heart monitor. No injuries reported.

Manufacturer narrative:
Product has been received by manufacturer, but investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.